Event description:
While performing an unrelated service on the device, the co's service technician found the audible alarm to be nonfunctional. The st inspected the device and replaced the audio alarm assembly. The unit passed extended testing. This report is not an admission by co that this device caused or contributed to the event alleged in this report.